Event description:
Case description: investigation result: name: novopen echo plus, batch number: nvgbt68: number of complaints on the batch was evaluated when applicable, relevant actions tak-en.electronic register was checked. The readout revealed indications of unintended use of pen. Eod mismatches and time out doses were also detected.visual examination and functional test-ing were performed and the device was tested with a random cartridge and a novo nordisk nee-dle was mounted. During testing it was possible to deliver preparation from the cartridge. During test the memory display reflected all pre-set doses.dose selector was tilted. The piston/ plunger rod, was found to function and be normal.dose accuracy was measured by weighing using a ran-dom cartridge.results were found to comply with specifications.the device was disassembled to examine internal parts and a microscopic examination was performed. Foreign matter was ob-served on electronic pen parts.confirm:use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctua-tions may cause leakage through the needle, resulting in space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may oc-cur.electronic display showed error after the dose button was fully depressed. This is a normal function of the pen to warn the user of non-recommended user behaviour.the user split the se-lected dose into two or more smaller doses which were delivered over a period of more than 15 minutes.error was caused by unintended use of the device.memory display showed error or was blank after injection, it was not possible to see the last injected dosage in the memory dis-play.observed problem was caused by interference from foreign matter entering the pen due to accidental handling during use.observed problem did not influence mechanical functions of the pen no further information available since last submission the case has been updated with the following (not yet submitted) -investigation results updated for novopen echo -device tab: is non-reportable updated to no for novopen echo. -EU/ca tab: expected date of follow up removed and final report was ticked for both novopen echo. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. Final manufacturer comment: 02-dec-2025: the suspected novopen echo plus device was returned to novo nordisk for assessment. Initial inspection revealed that the device appeared to be functioning normally. When tested with a fresh cartridge and needle, it operated as expected and correctly displayed the set doses. Dose accuracy was verified by weighing with a random cartridge, and the results met the specified requirements. However, during disassembly, foreign material was discovered within the internal components, which caused the electronic display to show an error message. Notably, this issue did not affect the pen's mechanical performance. H3 continued: evaluation summary name: novopen echo plus, batch number: nvgbt68: number of complaints on the batch was evaluated when applicable, relevant actions taken.electronic register was checked. The readout revealed indications of unintended use of pen. Eod mismatches and time out doses were also detected.visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. During test the memory display reflected all pre-set doses.dose selector was tilted. The piston/ plunger rod, was found to function and be normal.dose accuracy was measured by weighing using a random cartridge.results were found to comply with specifications.the device was disassembled to examine internal parts and a microscopic examination was performed. Foreign matter was observed on electronic pen parts.confirm:use a new needle for each injection. The needle should be mounted immediately before the injection. Always remove the used needle immediately after each injection and store the device without a needle attached. Otherwise, temperature fluctuations may cause leakage through the needle, resulting in space between the rubber piston in the cartridge and the piston rod in the device. Furthermore, clogging of the needle may occur.electronic display showed error after the dose button was fully depressed. This is a normal function of the pen to warn the user of non-recommended user behaviour.the user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes.error was caused by unintended use of the device.memory display showed error or was blank after injection, it was not possible to see the last injected dosage in the memory display.observed problem was caused by interference from foreign matter entering the pen due to accidental handling during use.observed problem did not influence mechanical functions of the pen

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) increased blood glucose levels [blood glucose increased] piston rod had no contact with the rubber piston [device issue] patient use the dialling clicks to estimate the dose of the insulin [wrong technique in product usage process] case description: this serious spontaneous case from germany was reported by a pharmacist as "increased blood glucose levels(blood glucose increased)" with an unspecified onset date, "piston rod had no contact with the rubber piston(device component issue)" with an unspecified onset date, "patient use the dialling clicks to estimate the dose of the insulin(wrong technique in product usage process)" with an unspecified onset date, and concerned a 81 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , fiasp (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", the patient use the dialling clicks to estimate the dose of the insulin patient does not reuse needle and does not leave the needle attached to the pen in between injections. The outcome for the event "patient use the dialling clicks to estimate the dose of the insulin (wrong technique in product usage process)" was not reported. Reporter's causality (novopen echo plus) - increased blood glucose levels(blood glucose increased) : probable piston rod had no contact with the rubber piston(device component issue) : unknown patient use the dialling clicks to estimate the dose of the insulin (wrong technique in product usage process): unknown. Company's causality (novopen echo plus) - increased blood glucose levels (blood glucose increased): possible piston rod had no contact with the rubber piston (device component issue): possible patient use the dialling clicks to estimate the dose of the insulin (wrong technique in product usage process): possible. Reporter's causality (fiasp) - increased blood glucose levels (blood glucose increased): probable piston rod had no contact with the rubber piston(device component issue) : unknown patient use the dialling clicks to estimate the dose of the insulin(wrong technique in product usage process): unknown. Company's causality (fiasp) - increased blood glucose levels(blood glucose increased) : possible piston rod had no contact with the rubber piston(device component issue) : possible patient use the dialling clicks to estimate the dose of the insulin(wrong technique in product usage process) : possible since last submission the case has been updated with the following device tab: device age, trained user and operator of the device updated device addendum tab: annex a code updated medication error check box ticked event stop date updated for blood glucose increased event wrong technique in product usage process (patient use the dialling clicks to estimate the dose of the insulin) was added reporter's causality updated for event blood glucose increased event assessment and product event details tab updated narrative updated accordingly references included: reference type: e2b company number reference ID#: (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4) reference notes: medwatch 3500a MFR. Report number.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) increased blood glucose levels [blood glucose increased] piston rod had no contact with the rubber piston [device issue] case description: this serious spontaneous case from germany was reported by a pharmacist as "increased blood glucose levels(blood glucose increased)" with an unspecified onset date, "piston rod had no contact with the rubber piston(device component issue)" with an unspecified onset date, and concerned a 81 years old female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", , fiasp (insulin aspart 100 u/ml) from unknown start date for "drug use for unknown indication", patient height, weight and body mass index were not reported current condition: type 2 diabetes mellitus. On an unknown date, the patient suffered from increased blood glucose levels (blood glucose) which were between 400 and 500mg/dl during use of novo pen echo plus. The piston rod had no contact with the rubber piston. The piston rod was brought back in position to the rubber piston and insulin was delivered. The blood glucose values have returned to normal. Batch numbers: novopen echo plus: nvgbt68 fiasp: pr718e4 action taken to fiasp was not reported. The outcome for the event "increased blood glucose levels (blood glucose increased)" was recovered. The outcome for the event "piston rod had no contact with the rubber piston (device component issue)" was not reported. Reporter's causality (novopen echo plus) - increased blood glucose levels(blood glucose increased) : unknown piston rod had no contact with the rubber piston(device component issue) : unknown company's causality (novopen echo plus) - increased blood glucose levels(blood glucose increased) : possible piston rod had no contact with the rubber piston(device component issue) : possible reporter's causality (fiasp) - increased blood glucose levels(blood glucose increased) : unknown piston rod had no contact with the rubber piston(device component issue) : unknown company's causality (fiasp) - increased blood glucose levels(blood glucose increased) : possible piston rod had no contact with the rubber piston(device component issue) : possible the event onset date is not reported in the case. However, the incident dates are captured to en-sure the mir form is generated. No further information available references included: reference type: e2b company number reference ID#: de-novoprod-(B)(4). Reference notes: h3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.